Event description:
It was reported that this right ventricular (rv) was exhibiting loss of capture (loc). It was confirmed that the lead was dislodged and the helix would not extend. This lead was surgically explanted and replaced. The device has been returned and was analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) was exhibiting loss of capture (loc). It was confirmed that the lead was dislodged and the helix would not extend. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) has been dislodged and the helix would not extend. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.